Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a failed .5vdc cell imbalance. Evaluation conclusion: the manufacturer only investigated the internal battery.